Event description:
Nasal CPAP used after extubation. Through hospitalization, pt intubated and extubated to nasal CPAP twice. After several days of being on the nasal CPAP, it was noted that columella eroded. Two products being used at the same time: cannulaide, beevers mfg and inca nasal prongs. Unable to confirm how one or both contributed more or less to the outcome. Several days of therapy between intubation in 2008.